Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned for analysis.